Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Device testing was conducted and device failure was confirmed. Revision surgery has been scheduled.